Event description:
It was reported that since implantation, the pt was having complications with the wound not healing properly. The wound was almost healed, but on (B)(6) 2013, the pt complained that she could not hear well. Since then, part of the electrode array has started to protrude through the skin. No the pt does not have any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.